Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented to the office and emergency room with lethargy and malaise. The patient experienced symptoms of lightheadedness. Upon interrogation, loss of capture was observed. The lead was explanted and replaced. The patient was doing well post implant.